Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse removed jammed flexes from the waste chute and aligned reagent server 1. The customer verified quality control (qc). Upon reset in graphic user interface (gui), the bio-waste pump stopped functioning. During the follow-up visit, the cse installed a new bio-pump. The water was pumping properly. The cse then replaced the uv lamps and reset the timer. Quick check was run, which passed and qc was verified by the customer. The cause of the operator receiving a cut on his finger was due to a jammed flex. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument was removing a jammed flex from the trash chute. This is when the flex broke and the operator received a cut on his finger. The operator was wearing personal protective equipment. The operator went to an emergency room and had the wound cleaned and examined and was then released from the emergency room. There are no reports of impact on patient testing. There are no reports of adverse health consequences as a result of the operator receiving a cut on his finger.